Event description:
The reporter stated the surgeon implanted an 12.5mm icm125v4 implantable collamer lens in the patient's left (os) eye. The lens was explanted in 2008 due to excessive vaulting. The lens was exchanged for a shorter lens.